Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right atrial (ra) and the right ventricular (rv) leads both leads exhibited unstable thresholds with multiple positions attempted. Both the ra and the rv leads were attempted/not used and replaced. No patient complications have been reported as a result of this event.